Event description:
During a routine shift check by a clinician, the device powered up without display. Complainant indicated that there was no patient involvement.

Manufacturer narrative:
The device was returned to zoll medical and the malfunction was not observed; however during board level testing of the digital board, the display intermittently blanked out. Poor contact was found between two pins on the digital board, however this could not be firmly established as the cause of the reported malfunction.